Manufacturer narrative:
Reason for reoperation: seroma-late, lump/nodule, pain, anxiety-product/procedure.

Event description:
This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6 device evaluation: one curved opening, broken of plug strap and fold creases. Leak test and microscopic analysis was performed which identified one striated opening and broken sharp of plug strap. Based on the device analysis the final assessment is: -broken sharp of plug strap assessed as unidentified (tear) opening. -one opening striated in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A patient reported they experienced the events of ¿anxiety over textured devices¿, ¿lumps¿, ¿seromas¿, and ¿pain¿. Device remains implanted. Side affected is unknown.